Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 4 months. The pump will not be returned as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced altered mental status. On arrival to the emergency room, the patient began having seizure activity and left sided weakness. The patient was found to have a large intracranial bleed. Care was withdrawn due to poor prognosis and the patient expired. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.